Manufacturer narrative:
(B)(4) date sent: 4/6/2021 d4: batch # u5en2d investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. In addition, a tr45w reload (b) was received partially fired 1/10 and with the reload lockout spring damaged the returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been received. If the device is received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "could you please provide more details for "misfired twice"? Misfired twice with 2 different loads; misfired once per load. Per operative note: an endopath ets flex 45 stapling device with a white vascular load of staples was then used to try to come across the true base of the appendix right adjacent to the cecum, so we would be proximal at least by a couple of millimeters to where we could see visible gangrene. Initially, we tried to fire that stapler and it would not fire and as such, a reload was placed into that stapler and again the stapler would only partially engage when trying to fire it and as such that stapler was removed and a couple of staples that had fallen unstapled and non-deformed were removed from the peritoneal cavity. A new endopath ets flex 45 stapling device with a new white load of staples was then used to come across the base of the appendix/base of the cecum, a couple of millimeters more proximally to where we had originally tried to fire the stapler as of course now those tissues, given that they were so adjacent to the gangrene, looked somewhat thin and friable. As such, ultimately at that time, the stapling device did successfully fire and the appendix was placed into an endobag and removed and sent to pathology for review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
User facility medwatch.